Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. The balloon lost pressure, but no leak was observed. The balloon was explanted and replaced. There were no additional patient complications.